Event description:
A 4.5mm lcp condylar plate and 2-5.0mm locking screws, implanted approximately 1 year ago, were noted as broken and patient was diagnosed with nonunion. Broken hardware was removed during a revision procedure and a new plate was placed.